Event description:
It was reported that a patient underwent a laparoscopic incisional hernia repair on (B)(6) 2011 and mesh was used. The patient experienced pain and required a re-operation on (B)(6) 2012. The surgeon discovered adhesions on the surface of the mesh and lysis was performed. The mesh was not removed from the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4): adhesions occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01414. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional narrative: it was reported that the patient did heavy lifting, straining and coughing near the onset of the pain in the right abdominal wall. The patient is currently doing well with a small amount of pain.